Manufacturer narrative:
Concomitant medical products: product ID: 64002, explanted: (B)(6) 2016, product type: adapter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturing representative that the pocket adaptor was not working and had to be replaced. During a follow up visit, impedances of electrode five on the right side and electrode two on the left side were measured to be over 40,000 ohms. Therapy was not being delivered correctly since electrode five was being used for therapy. The cause of event was unknown. A revision was done and impedances were measured to be greater than 40,000 ohms on electrodes 2, 4, and 5 during the procedure. Impedances of the extension were tested and all impedances were within range. After the pocket adaptor was changed, impedances were measured to be okay. The issue was resolved after explanting and replacing the pocket adaptor. The patient was alive with no injury.

Event description:
Additional information received from the company representative reported the pocket adaptor was implanted for one year. The experience did not experience any falls or trauma. Reprogramming around the high impedances was attempted but it didn't work out. Several reprogramming sessions had been attempted before the decision was made for a surgical impedance check. During surgery, the impedances were checked before the incision and it showed there were the same high impedance levels at 1, 2, and 9 contacts (those were the contacts they tried to use in programming). The implantable neurostimulator (ins) was disconnected and the impedances were measured from the adaptor contacts and they received the same results of high impedance levels on the same contacts from the ins. The adaptor was removed and the impedance values were measured from the extension contacts; all impedances measured were at the correct level. A new adaptor was connected and the impedances were ok. The ins was then connected and all impedance values were correct.